Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred in flight on a plane. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was unable to clear the alarm, and not able to resume insulin therapy until the plane landed. Altitude alarms did not recur after landing. The customer continued to use the pump for insulin therapy.